Event description:
Health professional reported an alleged "leak." The device remains implanted and may be replaced. Health professional declined to provide additional info.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified or an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual exam may determine the connector type associated with this report. Device labeling addresses the event of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."